Event description:
Reportable based on device analysis completed on 21jul2023. The target lesion was located in the internal fistula in aorta abdominalis. A 10mm x 40cm interlock-35 coil was selected for use. A saline flushing continuously before introducing the coil and a non-bsc imaging catheter was used to deliver the coil. During the procedure, three coils were used. The first coil was advanced in the catheter, a great resistance was felt, and it could no longer advance after 2-3cm in the catheter. The coil was removed and completed the procedure with another of same device. No complications were reporting, and patient was stable post procedure. However, device analysis revealed that the coil detached at the coil arm section.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The main coil, the pusher wire and the introducer sheath were returned for the analysis; and it was observed that the main coil was stretched, bent and detached at the coil arm section. The main coil was stuck inside the introducer, it was necessary to make cuts to free the coil. No more damages or issues were observed. Under the microscope it was observed that the main coil was stretched, bent and detached at the coil arm section. The test could not be performed due the pusher wire and the main coil are not interlocking. Dimensional inspection on the main coil revealed that the zap tip od (outer diameter) and primary coil od were within specification.